Event description:
It was reported that, "the pt had a dislocation due to trauma so the surgeon revised. The surgeon tried to perform a closed reduction and when he tried to reduce the hip the poly ball disassociated itself from the inner diameter 28mm head."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.